Event description:
On (B)(6) 2010, patient reported the up button on the infusion device was not functioning properly. Up button does not remain flat after it is pressed. Patient boluses 3-6 times per day. Infusion device has not been dropped or exposed to water or insulin ingress. Both up and down buttons functioned as intended during troubleshooting call. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.